Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, all the three suture needles snapped in half during a procedure. Another suture was opened to complete the case.